Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system was unable to locate their ipg. Reportedly, troubleshooting as well as a replacement charger did not resolve the issue. The ipg is suspected to be inoperable. As a result. Surgical intervention is pending as the next course of action to address the issue.

Event description:
Additional information revealed that patient's ipg was explanted and replaced, restoring effective therapy.